Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump device evaluation: the reported condition of a broken syringe holder involving an infuso.r. Pump was confirmed to be a broken pusher block. The assignable cause was damaged pusher block. The pusher block assembly was replaced to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "a broken syringe holder." It is unknown when this event occurred, but occurred in "surgery." The facility representative stated that there were no reports of patient involvement, patient injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.